Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure. Reportedly, after needle deployment, the plunger of the first prostyle device was pulled out but the suture could not be verified. A cuff miss occurred. A second prostyle device was attempted; however, the same issue occurred as with the first device, no suture was found. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.